Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a2(age, dob), a3a, a3b, b5. Corrected: h6 (component misassembled and device damaged prior to use were removed; updated to detachment of device or device component). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgeon was able to implant the glenoid via his thumb.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the glenoid inserter tip was never connected onto the glenoid implant once package was opened and would not connect causing a short surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, "it was reported that the glenoid inserter tip was never connected onto the glenoid implant once package was opened and would not connect causing a short surgical delay." No device associated with this report was received for examination. A related product issue captured in (B)(4) was found. The related complaint involved a different lot number (mi143259) than the current lot number (mi150365), however, both product issues are addressed in the j&j medtech orthopedics quality management system. Without the device available to be returned and no additional photo or video evidence provided, the complaint cannot be confirmed at this time. However, the known issue is being addressed the j&j medtech orthopedics quality management system due to relate complaints found. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the j&j medtech orthopedics quality system was performed for the finished device lot number, and no previous non-conformances were identified. However, lot mi150365 was added to the scope of a related non-conformance with the same product code, but different lot number (mi143259).